Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusions can be drawn at this time.

Event description:
It was reported that insulin pump alarmed battery change. Customer also reported that insulin pump is broken. The blood glucose level was not included in the report. Nothing further reported.